Manufacturer narrative:
The device was returned for analysis. The obstruction of flow was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use states: ¿perform a femoral angiogram to verify the location of the puncture site.¿. It is unknown if the IFU deviation contributed to the reported difficulties. The root cause of the reported difficulties cannot be determined. The subsequent treatment are due to the circumstances of the procedure. In this case, the device was successfully flushed prior to insertion, therefore, it is possible tissue interference occurred; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein with a prostyle device using the pre-close technique via a 10f sheath hole prior to an interventional hyperthermic procedure. Femoral imaging was not performed. Reportedly, the marker lumen was successfully pre-flushed with saline prior to use. However, no blood came out of the marker lumen upon device insertion. The device was then removed and upon attempting to re-flush with saline, the saline did not pass through the marker lumen. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 14f sheath, and the hyperthermic procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017 clarifier- failure to follow steps / instructionsna.